Event description:
It was reported that during an internal carotid artery (ica) aneurysm case, physician used subject guidewire and while navigating it to the distal target location, physician found distal tip of subject guidewire broken/fractured. A snare device was used to remove the broken segment of the subject guidewire from the patient¿s body as a medical intervention. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Additional information provided by the customer indicated that the broken segment of the subject guidewire was removed from the patient¿s body with a snare device. The device prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was moderately tortuous. As the subject guidewire was not returned for analysis and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during an internal carotid artery (ica) aneurysm case, physician used subject guidewire and while navigating it to the distal target location, physician found distal tip of subject guidewire broken/fractured. A snare device was used to remove the broken segment of the subject guidewire from the patient¿s body as a medical intervention. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.